Manufacturer narrative:
The implanted device remains.

Event description:
It was reported the patient experienced skin overgrowth and pain at the abutment site. Subsequently the patient received "injections to manage skin flare-up and pain every 2-3 months" (type and dosage not reported). The implanted device remains.

Manufacturer narrative:
It was reported that the patient has undergone procedures (dates not reported) to have excess tissue excised from around the abutment site. The implanted device remains. This report is filed april 18, 2016. The implanted device remains.